Event description:
It was reported that possible 50 hz non-physiologic noise led to apparent oversensing on the cardiac resynchronization therapy defib rillator's (crt-d) right atrial and right ventricular channels, resulting in possible false detection of high rate non-sustained (hrns) episodes, inappropriate mode switch and inhibition of pacing. A lead integrity alert had triggered due to hrns and short ventricular intervals. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen in the office. It was noted that the patient was in a pool when the electromagnetic interference happened. No further actions were taken as a result of the event.

Manufacturer narrative:
Correction: a2, b5, e3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.